Manufacturer narrative:
The following correction has been updated in this report. Section "product problem" in box b has been updated/corrected to reflect both. Section "type of reported complaint" in box h has been updated/corrected to reflect serious injury. Section h6 health effect- impact code has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, headache, dizziness and asthma due to defective device. There is no allegation of serious or permanent harm or injury. No medical intervention was reported by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned.